Event description:
Spacelabs received a report that a telemetry patient monitored with transmitter model 91347-09, receiver module model 90478, and central monitor model 91387-38 failed to alarm for 3 instances of premature ventricular contractions (pvc) on (B)(6) 2014 p.m. No one was injured as a result of this event.

Event description:
Spacelabs received a report that a telemetry patient monitor, model 91387 failed to alarm for 3 instances of premature ventricular contractions (pvcs).

Manufacturer narrative:
The subject devices were tested onsite by a spacelabs field service engineer (fse) and the testing confirmed that the devices were operating to specifications. All functional tests passed and alarms were generated as designed. The retrospective database was provided to spacelabs for further investigation. The investigation is underway. No one has been injured as a result of this alleged malfunction. We will file a supplemental report when our investigation is concluded.

Manufacturer narrative:
Onsite testing of the involved devices by a spacelabs field service engineer (fse) confirmed that the devices performed to specifications. The testing was witnessed by a facility staff member. The customer provided the patient retrospective database, which was reviewed by a spacelabs lead software engineer. The customer stated they witnessed a five beat run of pvc that did not generate an alarm at 8:17 a.m. They also stated a nine beat run of pvc occurred at 9:07 a.m. And did not generate an alarm. They could not provide the time or date for the third alleged instance of missed pvc alarm when asked. In both of the reported times the alarm log from the retrospective database registered ¿stacked alarms¿, showing that alarms did occur at the reported times. The label ¿stacked alarms¿ signifies that multiple simultaneous alarms occurred at the monitor. These are logged as ¿stacked¿ for a single time group in the retrospective database. The customer did not retain printouts of the individual alarms that composed the stacked alarms group for review of the event. Without such printouts, it is not possible to determine if one of the stacked alarms was for pvc. Root cause could not be determined due to insufficient data provided by the customer. This report is considered final and the issue closed. Placeholder.